Event description:
It was reported that during an oral procedure, the handpiece heated up and was taken out of service. There was no patient or user injury and the procedure was completed with another handpiece.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. In order to address the issue of the handpiece heating up the drive shaft and bearings were replaced and preventative maintenance was performed. The handpiece has since been returned to the account.